Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 60 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment was not returned. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The insulation was found rubbed through 7 cm proximal to the lead tip, which is assumed to be the root cause of the reported oversensing leading to inappropriate shock. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Furthermore, the fixation helix was found bent and the rv shock coil deformed. These deformations probably occurred during the extraction procedure due to mechanical stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Inappropriate shock caused by lead noise was confirmed via remote monitoring. The patient hospitalized and physician confirmed it was caused by suspected partial breakage of lead. Lead had been replaced and will be returned for analysis. There was no issue on the device but it was replaced for preventive purpose of battery exchange.